Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement of greater than 125 ohms. This rise has been gradual over the past year and no other rv lead measurements were observed to be off. A revision procedure has been planned but for now, the rv lead remains in service. No adverse patient effects were reported. This event will be updated should a revision procedure be performed and/or the rv lead be returned back from the field for analysis.